Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high blood urea nitrogen (bun) results on 24 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The original samples were repeated and lower results were obtained. Amended reports were initiated on all patients. Patients treatment was not impacted by this event.

Manufacturer narrative:
Qc and calibration was in control prior to the event. A bci field service engineer (fse) cleared a white material that had clogged the modular chemistry sample vacuum valve. Fse calibrated the unit and ran qc.